Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported that a patient came to the emergency room with worsening chest pain. An impella cp was placed and percutaneous coronary intervention was completed. Soon after arrival to another facility, the patient was turned to the side. The left ventricle (lv) placement signal became severely negative and could not be visualized on the placement screen, followed by an immediate suction alarm. Flows decreased to p4, at which point an lv placement signal was visible but completely decoupled from the placement signal, with suction observed again. At this point, no lv placement signal values were provided on the automated impella controller. An echocardiogram (echo) was requested for repositioning. Bedside echo by the fellow failed to visualize the impella behind the valve due to a poor imaging window. Suction was noted at each p-level. Motor current with each suction suggested that suction could be resolved by dropping one p-level. However, decreasing the p-level triggered a new suction alarm indicating that decreasing would cause detachment, which could not be resolved. The impella was pulled back by 4 centimeters to the 91 centimeters mark, but the issue persisted. On further review, it appeared the pump may have ingested a clot at the outflow/motor housing junction, causing suction at every p-level and dampened motor current. The patient was not deemed a candidate for escalation of care and expired on impella support.

Manufacturer narrative:
No product was returned. The root cause root cause of the optical sensor issue/suction cannot be established. The root cause of the thrombosis was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.